Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic bariatric surgery during the second shooting, the stapler's handle hardened and did not operate the load. They opened a new device to complete the case and resolve the issue. The patient was alive with no injury.